Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the video processor (vp) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce the customer reported complaint. The printed circuit assembly (pca) technician was not able to replicate the reported failure by using in-house testing equipment. The vp was inserted into the test equipment to run functional test then check for failures and ran 52 power cycle and let idle for over 85 hours. The result of the test could not be replicated.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the system had a non-recoverable fault 252. The customer power cycled the system, and then they had another error, 31030. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed error logs and found errors 252, and 281 pointing to the video processor (vp). The tse went through several steps of troubleshooting methods, but the issue persisted. The procedure was converted to open surgery. Isi followed up with the initial reporter and obtained the following additional information: the patient tolerated the transition to open surgery without any complications. The system was inspected prior to use and no issues were observed. The event occurred after one hour of procedure progression. There was no patient impact.

Manufacturer narrative:
Based on the claim against the product by the customer noting a non-recoverable fault and procedure conversion, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. The fse replaced the video processor to resolve the issue. The system was tested and verified as ready for use. Based on the field evaluation, this reported event was confirmed which indicates that the device did contribute to the customer-reported issue. Isi did receive a da vinci product to perform failure analysis. However, the failure analysis investigation is not yet completed. A follow-up MDR will be submitted post-failure analysis investigation or if additional information becomes available.